Manufacturer narrative:
The harmonic ace insert was returned and evaluated. Failure analysis found the blade to be broken. The broken fragment was not returned with the insert. Failure analysis concluded that the damage may be due mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken blade if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci gastrectomy surgical procedure, it was identified that the tip of the harmonic ace insert broke on the operation table. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.